Event description:
The stem was taken out of a pt on 6/3/97. The stem had been in the pt for approx 9 yrs. The stem was obviously broken on x-ray. A 200 mm precoat plus revision stem was put in as a replacement.